Event description:
It was reported that the patient underwent surgical intervention to explant the artificial urinary sphincter (aus) due to recurring incontinence. A new aus was implanted. There were no additional patient complications.

Manufacturer narrative:
The device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported patient symptoms could not be confirmed. Based on the information available, a conclusion code of no problem detected was assigned to this investigation.